Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of the reported resistance could not be determined. The other manufacturer¿s microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery and lumbar arteries using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and decided to retract the ruby coil; however, upon retraction, the physician realized that the ruby coil had already unintentionally detached from the pusher assembly within the microcatheter. It was reported that part of the detached coil was in the introducer sheath and the physician was able to pull the rest of the coil out of the microcatheter. The procedure was completed using another ruby coil and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush. There was no report of an adverse effect to the patient.